Event description:
It was reported that the implant at tooth site #34 (fdi) was removed due to pain. The patient has always had neuralgia to implant since its placement.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Lot number is not provided / unknown. Initial reporter¿s email address is not provided / unknown.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d9: device availability h2: if follow-up, what type h3: device evaluated by manufacturer h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data the product was returned. However, the reported event could not be verified as the exact details of event were non-verifiable. Based on the evaluation and dimensional analysis, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse events or actionable trends for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Sterilization record review could not be performed, as the lot number associated with the reported product is not available. A complaint history review by item number was conducted dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional and corrected information to. The corrected information is that follow up with the customer confirmed that the patient did not suffer from nerve damage as was previously incorrectly reported. Clarification of the meaning of implant c mentioned in the description of the event is also provided. The following sections are being reported: b5: describe event or problem. A clarification of what implant c means is provided. H2: if follow-up, what type h6: health effect - clinical code. Only 1994 - pain is reported. 1979 - nerve damage is removed. H10: additional narratives/data. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Implant c is the implant in tooth site#34 (fdi).